Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported implant rupture. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed opening but cannot perform an assessment of the opening as no microscopic analysis can be performed. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Healthcare professional reported implant rupture. Device has been explanted. This relates to the right side.